Event description:
A site reported that they have had 3 instances where the patient's images were reportedly flipped left to right when using the flair sequence. All three instances occurred on the same mr system. There was no report of misdiagnosis; however, since the annotation was incorrect, the concern is this could potentially lead to misdiagnosis or mistreatment.

Manufacturer narrative:
A clinical applications specialist reviewed the images and confirmed the left to right flip is seen in the images submitted. The patient orientation annotation from series 3 to all other series in the exam shows no change, which means the annotation on series 3 (only) was incorrect. Investigation is ongoing.